Event description:
10% dextrose 500cc bag hung on hypoglycemic neonate. Rate on pump set at 9.3 cc/hr. One hour and 25 minutes later entire bag found to be infused. On closer inspection, it was noted that the tubing had been inserted in the pump backwards. Pump did not alarm during infusion.